Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, when the flexiva 200 laser fiber was plugged into the lumenis 100 watt laser, the laser did not recognize the fiber. The procedure was completed with another flexiva 200 laser fiber without complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
Visual examination of the returned fiber revealed approximately 1.0 mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. The fiber was returned to the manufacturer for further evaluation. The manufacturer's analysis revealed the fiber was recognized by their 20 watt laser when it was attached. The proximal end of the device was functional.